Manufacturer narrative:
Concomitant medical product(s): product ID: 8709, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 26-jun-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 30mg/ml morphine at minimum rate via an implantable infusion pump for spinal pain. The hcp reported the patient had gone through withdrawal and was admitted to the emergency room. The hcp decided to a dye study and found the catheter was occluded. A pump/catheter replacement was scheduled for the following week. The hcp reported they had been titrating up the patient's concentration up over the years, but did not know when the patient wasn't getting the drug due to an occluded catheter. It was reported that the patient had their pump replaced on (B)(6) 2018. The pump was put to minimum rate the day of the replacement. It was reported that the pump was filled with 5mg/ml drug on (B)(6) 2018, and the hcp would inquire for instructions the next week on the total system content removal procedure. At that time the hcp will program the 5mg/ml morphine at 0.24mg/day. No further complications were anticipated/reported.